Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a guidewire insertion test was performed and confirmed the reported clinical observation. Foreign material was observed in the lead¿s lumen approximately 21 mm from the tip. This foreign material is likely an agglomeration of blood/body fluid and polymer from the lead/guidewire interaction.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not successfully implanted due to the inability to pass a guidewire through the lead¿s lumen. No adverse patient effects were reported.